Event description:
It was reported that the patient presented to the hospital for an extraction of the implantable cardioverter defibrillator (ICD) system. The entire ICD system including the medtronic right ventricular lead was successfully explanted. The reason for the system extraction was not specified. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).